Event description:
I used a red light bed at (B)(6). The bed was extremely hot. I have used red light beds in the past and they were never hot. I told the lady at the counter, and I had sent a message to the owner. I was told to lay a towel down before laying in the bed. They stated it was just hot. I do not believe this is correct. I feel the purpose of the red light is to heal not to hurt.